Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension exl 200 instrument. The sample was in a heparin tube. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument which matched the initial result. The customer then ran a sample obtained from the same patient in an edta tube on a siemens 405 blood gas instrument and a lower result was obtained. The rerun result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated potassium result is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.